Manufacturer narrative:
The customer returned the suspected contour next one meter for evaluation. During the investigation, it was determined that the meter showed correct units of measurement i.e. Mmol/l.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The model # was not provided.

Event description:
The customer from (B)(6) alleged that his contour next one meter switched the units of measurement from mmol/l to mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.